Manufacturer narrative:
E1: initial reporter phone: (B)(6). Investigation results: device evaluated by MFR: the 75cm wallstent uni device was returned to our post market quality assurance laboratory. A visual examination found the stent of the device to be partially deployed on the delivery system. No damage was noted to the stent. A visual and tactile inspection found the sheath of the device to be kinked at more than one location. No other issues were noted with the delivery system. A visual examination identified no issues with the tip of the device. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the 75cm wallstent uni device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the common iliac vein. A 75cm wallstent uni was selected for use. During the procedure, it was noted that the tip of the stent was damaged. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the common iliac vein. A 75cm wallstent uni was selected for use. During the procedure, it was noted that the tip of the stent was damaged. The procedure was completed with another of the same device. There were no patient complications as a result of this event.